Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/20/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, redness, and pimples. The patient reported that the symptoms were spread out over different parts of arm, one spot being 18 inches below the sensor, one second spot on the front of the left arm, 16 inches below the sensor and about 6 inches from the wrist, and a third spot on the left thumb. The skin reaction occurred 9 number of days after the sensor was inserted in the arm. The patient was in good condition at the time of report. No additional event or patient information is available.